Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged and could not be fixed due to a patient anatomy abnormality. The lv lead was not used and replaced. No patient complications have been reported as a result of this event.